Event description:
It was reported that the clinician reached out to technical services (ts) to review the presenting electrograms (egm) with episodes of pacemaker-mediated tachycardia (pmts). Upon review, it was determined episodes of pmts were caused by the rhythm of this patient. Oversensing was also observed, which led to inappropriate atrial tachycardia response (atr) episodes. At this time, the product remains in service and no adverse patient effects were reported.